Event description:
It was reported that during a lead revision, the helix would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted, had blood/body fluid (not obstructed), and was fractured (overstress). There was blood/body fluid on the outer tubing overlay. Outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The helix was blocked by guide tooth. Visual analysis noted damaged at implant. The lead was received with the helix fully retracted and the distal conductor distorted and fractured (overstress) within the connector.